Event description:
The facility reports a child was on the pool lift, which was attached to the sub chassis. The chair was attached to the jib hook and raised up to remove the sub chassis. The chair detached with the child and fell to the floor. No injuries were reported.